Event description:
Litigation alleges patient suffers from pain, tenderness, and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update jul 05, 2017: pfs and medical records received. In addition to what was previously alleged, pfs alleges numbness. After review of medical records for MDR reportability, in addition to what was reported, revision notes state that upon performing arthrotomy, there was a moderate-sized, benign-appearing joint effusion. Patient have some black staining of the synovium and had a mild corrosion apparent at the femoral trunnion, but no gross damage. The acetabular component was in a little more anteversion than usual and was slightly more vertical than usual but it was fixed. Laboratory values for cobalt/chromium is above 7 ug/l. This complaint was updated on: jul 18, 2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 9/8/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, squeaking, increased metal ions (no labs), malpositioned cup, and corrosion. No labs were provided for the alleged high metal ions. The part/lot is being updated and the cup is being added to the complaint. The complaint was updated on:10/5/2015.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges abductor muscle repair, dislocation, metal wear and metallosis. Updated date of implant, patient's identifier and patient harm. Added revision hospital and law firm in the facility name.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.